Manufacturer narrative:
Evaluation: the pump has been returned, and it was evaluated by product analysis on 03/03/2015 with the following findings: an expected occurrence of a cs-064 'call service alarm', which was due to an occlusion during the prime step, was observed in the black box data. There was no evidence of a 'call service alarm' related issue in the black box data. The pump was exercised for 24 hours, during which no cs-064 'call service alarms' were observed: the reported issue was not duplicated. The pump successfully performed the prime sequence functions. During the analysis, the pump operated according to the specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm ((B)(4)) issue. It was reported that a (B)(4) ¿call service alarm¿ occurred while the user was performing a prime/fill cannula function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.